Event description:
The pt received 2 scs extensions with the same lot number. It was reported, the pt was experiencing discomfort from the scs extensions. Surgical intervention was scheduled. Follow-up identified the scs extensions were relocated which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.